Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. Customer also confirmed that there were additional motor error alarms listed in the alarm history. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the rewind, idle current, run current, self test, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm the motor position encoder error alarm due to an erased history file. Unable to perform the off no power, unexpected restart, occlusion, or no delivery tests due to the motor error alarm. The pump had minor scratches on the display window and a cracked reservoir tube lip.